Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure was being performed, a versacross connect laac kit was selected for use. During a transseptal puncture (tsp) procedure utilizing a watchman trusteer access system (was) sheath and versacross system, the physician attempted access at an inferior/mid-septal location. Due to the fibrotic nature of the septum, the was sheath and dilator could not be advanced across the septum. The physician decided to reposition and reattempt the tsp at an alternative site, which required multiple resets to the superior vena cava (svc) and subsequent dropdowns to the septum. During this process, the was trusteer sheath and connect system were removed for reshaping to improve reach. At this time, the transesophageal echocardiography (tee) operator, performed a sweep to assess for pericardial effusion and identified a right atrial effusion extending toward the right ventricle/ivc junction. An emergent pericardiocentesis was performed, and approximately 700cc of blood was drained and auto-transfused back to the patient. Despite this intervention, the effusion continued to enlarge, accompanied by hemodynamic deterioration, including hypotension, tachycardia, and narrowed pulse pressure. Continued pericardial drainage was performed to stabilize the patient. The patient had initially received 5000 units of heparin for procedural anticoagulation. This was reversed with 50mg of protamine in response to the effusion. A cardiothoracic surgical consult was initiated. After assessment, it was determined that the patient could not be safely transferred to the operating room without continuous manual drainage. The cardiovascular surgical equipment was brought into the cath lab, where an emergent sternotomy and effusion patch procedure were performed. The laa was ligated during surgery with a non-bsc device. The patient tolerated the surgery well, without further complications. The patient was hospitalized and was discharged later on. The device is not expected to be returned for analysis (disposed). No pe was noted prior to the case start. The patient was not under warfarin at the time, and they were under elliquis. The patient did not have a reaction. The physician was able to visualize the trusteer and versacross as is dropped down from the svc to the ra and fossa ovalis. It was possible to visualize the versacross rf wire puncture the septum and access the left atrium (la), evident by the turbulence in the la. No issues were noted with versacross rf wire. While the complication occurred during transseptal puncture attempts, the physician did not say that is was the fault of the versacross connect/rf wire system. The patient did have some anatomy anomalies that were noted, making tee imaging a challenge. When the pericardial effusion was noted, the act was 210 secs. The standard workflow for the physician to have anesthesia give 5000 units of heparin after venous access. The second 5000 units of heparin were never given, hence the 'low' act, however, it was therapeutic per our guidelines.